Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibiter undersensing in the right ventricular (rv) channel. Technical services (ts) was contacted and noted that the undersensing was related to premature ventricular contractions falling in the atrial absolute blanking period. Reprogramming options were provided. This pacemaker remains in service. No adverse patient effects were reported.